Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged ancillary trocar the analysis results found that the anvil of a cdh25 was received with the washer present and uncut. In addition the tip of the ancillary trocar was noted to be lodged inside the anvil. No functional test could be performed. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap unknown procedure, the blue plastic trocar was broken and it could not be removed from the anvil. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.